Manufacturer narrative:
Previous examination of product showed root cause is attributed to off-label use. Device history records and sterilization certifications have been previously reviewed for all associated products. Review of the records did not reveal any related manufacturing deviations or anomalies. Although this and the previous investigation could draw no conclusions regarding the reported event, the root cause is attributed to off-label use. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Previous examination of product showed root cause is attributed to off-label use. Device history records and sterilization certifications have been previously reviewed for all associated products. Review of the records did not reveal any related manufacturing deviations or anomalies. Although this and the previous investigation could draw no conclusions regarding the reported event, the root cause is attributed to off-label use. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised for alval. This is a clinical patient, clinical report states the reason for revision was because of dislocation. **update** 2/7/2013- litigation papers received. It is alleged that the patient suffers from pain, discomfort, acetabular loosening, tissue necrosis with metal hypersensitivity, and joint effusion. The acetabular cup has been reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.